Event description:
The customer reported that her insulin pump stopped working after a low battery alarm occurred and it was replaced with two new batteries. A battery crack on the insulin pump at the bottom of the reservoir compartment was also reported by the customer. She was advised to discontinue use of the pump and revert to a back-up plan. The customer's blood glucose level was 124 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube. The device also was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.